Event description:
It was reported that the needles caused repeated pain, local irritation, and finally an infection that had to be treated with antibiotics. The complaints were triggered by the fact that the needle did not sit correctly. It was too long in each case and could not be fixed firmly on the skin. Pain was triggered by everyday movements.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.